Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a broken mini drawer. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer was defective. A field service engineer logged into hardware test application to release all cubie pockets in 2.1/2.2. Half height main drawer, powered off station, swapped with new half-height drawer, seated new drawer, plugged it in and rebooted station. Fse then configured new drawer and ensured drawers opened and closed with no sticking and jamming of the rails. Preventative maintenance was performed. The system functioned as intended after the field service engineer repaired the device.